Event description:
A customer reported a corneal abrasion in the left eye 3 days post (prk) photorefractive keratectomy. A bandage contact lens was placed on the eye due to discomfort/pain. The abrasion has resolved and the contact lens removed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).